Event description:
It was reported that the patient chose to discontinue and return the ilet after experiencing hypoglycemia, including at least one glucose value below 50 mg/dl, while the cause remained unclear and no device component issue could be identified. Symptoms included confusion and sweating consistent with hypoglycemia. Outcomes included no lasting health consequences, and the patient self-treated with soda without seeking medical attention. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no specific device findings, with insufficient information to identify a medical device problem or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.